Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for a scheduled follow-up. Inappropriate hv therapy was observed in vf episodes. Programming changes were made. Patient's condition was good.